Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that she was hospitalized on (B)(6) 2017 with a high blood glucose level of 406 mg/dl. The customer was nauseous and vomiting. The customer treated her high blood glucose levels with syringes. The insulin pump would not go through a certain screen and then blank out. The customer was off the insulin pump less than 48 hours prior to hospitalization. The device was not returned.